Event description:
Information received indicates all of the casters continue to swivel after the brake is set, but the caster wheels do not roll.

Manufacturer narrative:
The technician isolated the issue to worn swivels on the casters. He replaced the four casters to repair the bed.